Event description:
Pentax medical was made aware of a complaint on 01-oct-2020 that occurred in the operating room during use in the united states. The reported complaint that the "fine needle aspiration(fna) needle is going to the side.", involving pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The customer owned gastroscope was received by pentax medical for evaluation on 06-oct-2020. . The gastroscope was inspected by pentax medical service under service order (B)(4) and the service technician documented the following inspection findings on 07-oct-2020. Control body cracked at side body cover lip near aft tube, umbilical cable trim collar worn, control body grip scratched, elevator deflection loose, elevator knob play, failed wet leak test, leak at control body, failed dry leak test, pve connector housing scratched, lg cable trim collar cracking and blistering, insertion tube mild scratches at stage 1, insertion tube mild scratches at stage 2, ultrasound image has broken channel, lightguide connector root brace failure. The gastroscope underwent repairs including the following components: o-rings and seals, control body complete pb-free, angle wire, adjusting collar, bending rubber, lg cable trim collar, root brace rubber lg connector, o-ring (1.8x19.8). On 15-oct-2020, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under ivai-20-100068, the DHR review confirmed the endoscope was manufactured on 26-jul-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 29-jul-2013. Pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 13-sep-2013. The gastroscope is currently awaiting repairs and final qc approval of 31-oct-2020.